Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that after uneventful deployment of a non-abbott stent in the proximal right coronary artery (rca), a 5.0 x 12 mm voyager nc was advanced for post-dilatation; however, the pressure would not increase after reaching 8 atm. The balloon catheter was removed from the anatomy and a balloon rupture was observed. Post-dilatation was completed using a non-abbott balloon catheter. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. However, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was 75% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the pt anatomy, such that the balloon ruptured upon inflation attempt. In this instance, based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met mfg criteria. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity.